Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually rising shock impedance measurements over time. A non-invasive program stimulation (nips) procedure was performed under anesthesia. The resulting shock impedance measurement was high. As a result, the physician surgically abandoned and replaced the rv lead the same day. There were no additional adverse patient effects.